Manufacturer narrative:
At this time, product has not yet been returned. It has been determined that there was no indication that the product did not meet specification. Sensor kit expiration date is (B)(6) 2022. The adverse event associated with this complaint case occurred on (B)(6) 2022 which confirms the usage of the device beyond the useful life of the device. Additional investigation activities are not required as the device met specification when it was released and throughout its lifespan. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a sensor message with the adc device. The customer reported that due to this issue, they lost consciousness and required intervention, but stated that they could not recall any other details. There was no report of death or permanent injury associated with this event.